Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer cannot pair the insulin pump with mobile device. No harm requiring medical intervention was reported. The customer will continue to use the device

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Analysis summary: attempt to reproduce the issue using samsung s8 (android 8) device on app version 1.2.1 and pump 780g (sw 6.7u.3) was made and it was not reproduced. The software performed as expected per specification ble connect ios and android mobile *software requirements specifications - 10938329doc_e. Upon log analysis, it was concluded that the reason for failed disconnect attempts is the supervisor_timeout error returned by os. Supervisor timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds). Our app cannot prevent the loss of pairing. This error most likely is caused by the following: android deviceã¢â¿¬â¿¢s bluetooth stack implementation features. High levels of electromagnetic noises. Pump software. There is also a possibility that some 3d party app (like karoo or fitbit) affected bluetooth stack behavior. The following recommendations were provided to technical support: enable\disable bluetooth and reboot the phone if it will not help - remove pairing on pump and phone, perform a reset of network settings (settings ã¢â¿ â¿¿ general management ã¢â¿ â¿¿ reset ã¢â¿ â¿¿ reset network settings), and try to pair again. If reset of network settings also does not fix the issue - I would recommend installing a system update if any is available (update to android 10 should present), settings ã¢â¿ â¿¿ software update ã¢â¿ â¿¿ download and install. Support tried contacting the customer but couldn't reach then. The communication with the customer was lost. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3 and g2 section.